Manufacturer narrative:
A supplemental MDR is being submitted due to completed due to engineering evaluation findings. Additionally, the device code was corrected after further clinical and engineering review of the available information. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: component, device code, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Degeneration was confirmed based on provided medical records. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per patient's medical history, patient had end-stage renal disease (esrd) and was undergoing hemodialysis, which was well-known factors that may increase the risk of atherosclerosis, leading to valve degeneration. As such, available information suggests that patient factors (end-stage renal disease) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 4 years after a tvr procedure via jugular approach into the tricuspid valve, implanting a 29 mm sapien 3 valve into a pre-existing surgical valve, the sapien 3 valve exhibited stenosis and regurgitation. Per additional information received for the patient, the patient experienced fatigue, shortness of breath, and ascites requiring paracentesis. A tee performed a month prior to the valve in valve procedure had demonstrated severe diffuse hypokinesis, with a 28% ejection fraction. Tricuspid valve: the 29 s3 valve present and functioning normally inside the previously failing bioprosthesis. The patient was compliant with medications, including warfarin and was being considered for renal transplantation. The intra-procedural tee during the valve-in-valve procedure reported that the 29mm s3 valve was malfunctioning with a reduced range of motion and mean gradient 6mmhg, the leaflets are moderately thickened and there is mild central regurgitation, no paravalvular regurgitation noted. With no leak noted and mean gradient of 3mmhg. The tricuspid valve leaflets were thickened with a reduced range of motion. A valve in valve procedure was performed with a 29 mm sapien 3 ultra resilia valve. The patient w was discharged after the procedure.

Manufacturer narrative:
Investigation is ongoing.